Event description:
It was reported that during a da vinci-assisted lobectomy surgical procedure while taking down adhesions with the long bipolar forceps instrument a branch of the pulmonary vein was injured. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the surgeon stated the patient had a lot of adhesions. Almost 45 minutes into removing the adhesions, he did not notice a tiny branch of the pulmonary vein that got injured. As a result, the patient started bleeding. The surgeon used a cadiere forceps instrument on the vein to control the bleeding while the procedure was converted to an open thoracotomy. All the arms were undocked from the patient except the one holding the vessel. By the time the surgeon converted, the bleeding had stopped. After the conversion, the surgeon placed sutures on the injured vessel. The site used the manual release key to open the instrument jaws clamped on the vessel and remove the instrument. The surgeon confirmed that the bleeding was minimal and was not of any concern. He confirmed that there was no malfunction of the instrument and the system. The surgeon indicated that the injury was purely due to patient anatomy. The patient was a long-term smoker. There are no videos or images available, and as there was no malfunction of an isi product, the site will not return any products for evaluation.

Manufacturer narrative:
Based on the current information provided, the root cause of the reported incident is determined to be patient anatomy. Isi has requested for the long bipolar grasper instrument for failure analysis evaluation. However, the surgeon confirmed that there was no malfunction of the instrument, and hence, the instrument will not be returned. If additional information is received, a follow-up MDR will be submitted. No image or video clip for the reported event was available for review. The system log review for the date of the procedure was completed. With the exception of an error code 256 which is the customer pressing the e-stop button (prior to converting), there does not appear to be anything in the logs that would have contributed to the injury. This complaint is being reported due to the following conclusion: during a da vinci-assisted lobectomy procedure, while taking down adhesions with the long bipolar forceps instrument, a branch of the pulmonary vein was injured and bleeding occurred. As a result, a cadiere forceps instrument was used to control the bleeding while the case was converted to an open surgical procedure. The vessel was repaired with sutures via open surgery. The surgeon confirmed the injury was secondary to difficult patient anatomy and there was no malfunction of a da vinci instrument.